Manufacturer narrative:
This supplemental is to update e2 and e3.

Manufacturer narrative:
The subject device was inspected at (B)(4). (B)(4) confirmed the reported phenomenon which may have caused by insufficient cleaning. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus india, it was found there was the foreign object on the forceps elevator of the subject device. The subject device had been returned to (B)(4) for repair of the angle malfunction of the bending. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be 09-nov-21 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the reported event is likely due to the reprocessing method conducted by the user was different from method recommended in IFU or, the staff of the user facility was insufficiently trained on device handling and reprocessing in accordance with IFU. The event can be detected/prevented by following the instructions for use which state: -IFU (reprocessing manual) states possible infection to the patient and/or operators who conducts next procedure with using endoscope if cleaning/disinfection/sterilization are insufficient. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. -IFU (reprocessing manual): manual cleaning: brush the forceps elevator states on detailed method of reprocessing on/around forceps elevator. IFU (operating manual): inspection of the endoscope clearly states on foreign material at forceps elevator during inspection prior to use. Therefore, the suggested event was detectable. Returning the endoscope for repair states on cleaning device before returning for repair. Returning the endoscope for repair states on cleaning before return to repair. Thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus the duodenovideoscope the up/down angulation is not working in ercp. Upon inspection and testing of the customer returned device, it was observed having foreign material inside the forceps elevator. The customer later stated they do not have endo-washer for cleaning and disinfection, and they clean the device manually by using low foam multi-enzyme solution and disinfect with 2% glutaraldehyde with all recommended criteria.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) checked the evaluation report and its photo of olympus india. It was found a sign of insufficient or incorrect reprocessing the subject device (the user may have used the poor reprocessing subject device for next procedure). If additional information becomes available, this report will be supplemented.